Manufacturer narrative:
An event of device embolization was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Thirteen images were received from the field appearing to show the laa pre and post release of the amulet device. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the fact that this was a highly oval appendage, in normal sinus rhythm, and compressed to a roman helmet that were likely contributors to the embolization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The procedures performed were a cryoablation and a left atrial appendage (laa) closure for treatment of atrial fibrillation. The patient was in sinus rhythm during procedure. The laa orifice measured as 19-27mm, and the landing zone measured as 12-27mm. Transesophageal echocardiography and angiography were used during the procedure. During the procedure, the left atrial pressure was 15mmhg. The amulet was deployed, and it showed evidence of compression with a roman helmet shape. A tension test was performed, and the close criteria were satisfied, and the amulet occluder was successfully implanted. There was no difficulty with implanting the device. Both procedures went smoothly. There was no clinically significant leak noted around the lobe of the device during the procedure. On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient was found unconscious and unresponsive, and they were taken to the emergency department. An echocardiogram revealed that the amulet occluder had embolized into the left ventricular outflow tract (lvot) and was causing an obstruction. On (B)(6) 2023, the device was emergently removed through the aorta using a gooseneck snare. The patient status was reported as stable in the intensive care unit with a balloon pump. The physician believed that the cause of the embolization was potentially due to over compression of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The procedures performed were a cryoablation and a left atrial appendage (laa) closure for treatment of atrial fibrillation. The patient was in sinus rhythm during procedure. The laa orifice measured as 19-27mm, and the landing zone measured as 12-27mm. Transesophageal echocardiography and angiography were used during the procedure. During the procedure, the left atrial pressure was 15mmhg. The amulet was deployed, and it showed evidence of compression with a roman helmet shape. A tension test was performed, and the close criteria were satisfied, and the amulet occluder was successfully implanted. There was no difficulty with implanting the device. Both procedures went smoothly. There was no clinically significant leak noted around the lobe of the device during the procedure. On 27 september 2023, the patient was discharged. On 01 october 2023, the patient was found unconscious and taken to the emergency department. An echocardiogram revealed that the amulet occluder had embolized into the left ventricular outflow tract (lvot) and was causing an obstruction. The device was emergently removed through the aorta using a gooseneck snare. The patient status was reported as stable in the intensive care unit with a balloon pump. The physician believed that the cause of the embolization was potentially due to over compression of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.